Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately high in comparison to another meter. The complaint was classified based on customer service representative (csr) documentation. The patient advised the csr that on (B)(6) 2019 at 1.00pm, she obtained an alleged inaccurately high reading of ¿60 mg/dl¿ on the subject meter compared to a reading of ¿37 mg/dl¿ on a device at the emergency room. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that she manages her diabetes with self-adjusted insulin (unspecified type or dosage) and explained that she did not take any action in response to the alleged product issue. The patient explained that immediately after obtaining the alleged inaccurately high reading, she ¿almost passed out¿. The patient explained that she was taken to the emergency room (ER) and was treated by a healthcare professional (hcp) with IV fluids. She stated that after she received treatment, a blood glucose test was performed on the ER meter and she obtained a result of ¿84 mg/dl¿. At the time of troubleshooting, the csr confirmed that the patient had used an approved sample site to obtain the blood samples and the meter was set using the correct unit of measure. The csr noted that the patient was following the correct testing procedure. The csr confirmed that the test strips had been stored correctly and were within expiry, and that the test strip vial was not broken or cracked. The csr was unable to walk the patient through a control solution test as the patient did not have control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event after obtaining an alleged inaccurate high result with the subject meter.